Event description:
The patient reported a power on reset condition and problems with his external recharger that prevented him from recharging his device. The patient also claimed that his battery "is moving around in his body" and causing pain. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).